Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5092918) that while a patient was undergoing surgical repair of the left patella tendon, a needle tip being used broke off and lodged in the patient's patella tendon. The needle tip was left in place as removing it would have caused more harm than leaving it where it was. The FDA medwatch letter did not contain any facility name or contact information. Therefore, at this time no further information is able to be obtained.